Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that at the start of the unspecified therapeutic procedure the scope communication error b30 was displayed and the endoscopic image was not displayed. The patient was under anesthesia. The user facility replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The investigation of the subject device by omsc confirmed followings; the reported phenomenon could not duplicated. There is a crack at the adhesive filling part of the image sensor. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result by omsc there was the possibility that the reported phenomenon was attributed to the temporary disconnection or short circuit due to crack at the adhesive filling part of the image sensor. There was the possibility that the crack was attributed to an unexpected load applied to the adhesive filling part of the image sensor due to external stress.